Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. No injury or medical intervention was reported. It was reported that the patient using the device was under 12 years of age. The t:slim g4 user's guide states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater. Additionally, blood glucose values were not entered into the cgm promptly and accurately. The user's guide states: to calibrate the system, do enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement.